Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power during surgery. The energy of the laser power was increased to complete the case. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate and confirm the reported low laser power. The company service representative calibrated the system. The system was then tested and met all product specifications. The system was manufactured on february 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to the laser power output falling out of the calibrated range. The manufacturer internal reference number is: (B)(4).